Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2013 and a drain was inserted. On (B)(6) 2013, it was noted that there was poor wound drainage as well as an infection and a hematoma. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.